Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a tritanium pl cage fractured approximately two-years post-operatively. Revision surgery has not been scheduled.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. It was reported that a tritanium pl cage at l4-l5 fractured post-operatively. Initial surgery was performed on (B)(6) 2020. Revision surgery has not been scheduled and it is unknown if the patient fused. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: patient non-fusion/ poor bone quality of patient/ transit load on the cage over time/ excess post-op activity by patient/ patient fall or external trauma/ extreme surgical techniques outside of the approved IFU used during insertion that result in a cracked cage being implanted, but not identified at the time of implantation, etc. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
It was reported that a tritanium pl cage fractured approximately two-years post-operatively. Revision surgery has not been scheduled.